Event description:
The customer reported that the system collimator closed down then reopened on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.